Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump was reported that pump experienced error code. There were no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number was updated. H4 - device MFR date was updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and pm system fault error code 41622 was identified. The 12-month service history was also reviewed, indicating that the device was last serviced in november 2025, with the complaint related to that prior service. Visual inspection and functional testing revealed that alarm 41622 occurred when the motor started. The complainant¿s allegation was confirmed. The probable cause of the reported issue was misalignment of the hub gear and flat gear. The hub gear was replaced, and the gears were properly aligned. The device passed all functional testing after repair.